Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Catalog number updated to 0277096281. Investigation results indicate that the wear markings on the mount and tabs indicated that the most probable root cause can be determined to be excessive force, bending and prying. The handpiece IFU warns the user against this type of use; ¿do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity.¿

Event description:
It was reported that during a total knee replacement procedure, the blade broke in half. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.